Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause is due to the downstream occlusion(dso) sensor needed calibration. Additionally, it was found that the dso seal has cracks in it. The dso seal was replaced.

Event description:
It was reported that the pump showed pressure alarm. There was no reported patient involvement.